Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation, the xpedition stent delivery system (sds) was removed from the plastic hoop and there was only a hypotube present on the device. The distal xpedition shaft was missing from the sds including the stent. Reportedly, the technician looked around the catheterization laboratory, but could not find the missing piece and believes it was missing when he removed the sds from the plastic hoop. The xpedition sds was set aside and not used. Another same size xpedition sds was used successfully for the procedure. There was no clinically significant delay in the procedure and there was no patient involvement. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft was not noted to be missing; however, shaft separation was noted. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.